Event description:
It was reported that the customer passed away while wearing the insulin pump. An autopsy was performed and revealed that issues with the customer's heart, and an insulin reaction caused the death. It was reported that the customer was desensitized to hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.